Event description:
During the procedure, one of the tips of the wire guide had been disconnected from the endoscope. The device could no longer be used. No consequences to the patient. The device was not kept. This reasonably suggests the blue hook separated from the loading catheter. Clarification of the description was requested several times but was not provided. This occurred during the loading process; the loading catheter was not located inside the patient's body. Several attempts were made in an effort to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.